Event description:
Consumer claims to have been pierced with the inverness ear piercing system on 9/22/98 at a retail vendor. Several days later she sought medical treatment for irritation and pain and was prescribed antibiotics. The pain worsened and she was referred to another doctor. The site was incised and drained and she was put on IV antibiotic treatment.